Event description:
It was reported the asymptomatic patient presented for an implant procedure. During placement, the leadless ventricular pacemaker's helix bent. The device was explanted and replaced. The procedure completed without further issue. The patient was stable.

Manufacturer narrative:
The reported event of helix damage was confirmed. Visual inspection showed that the helix was stretched out of specification consistent with having occurred during procedure. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies.